Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a procedure on (B)(6), 2010.according to the complainant, the patient had a revision surgery on (B)(6), 2011. The details of this surgery and the patient's current condition are unknown.attempts to obtain additional information have been unsuccessful.